Event description:
Underwent unspecified back surgery [spinal operation] back pain [back pain] joint pain [arthralgia] case narrative: this is a serious spontaneous case received from a consumer in the united states. This report concerns a female patient who experienced back pain, joint pain and underwent unspecified back surgery during treatment with euflexxa (sodium hyaluronate) solution for injection unknown concentration, dose, route, and frequency, for unknown indication for over the past 12-14 years. On an unknown date, the consumer reported that the patient has a history of euflexxa treatment over the past 12-14 years and for a day or two after each injection, the patient experienced back pain and joint pain, and it was stated that it was not serious. On 06-sep-2023, the patient underwent back surgery for an unspecified condition. The back surgery was medically significant. Action taken with euflexxa was dose not changed. No concomitant medication was reported. The event underwent unspecified back surgery was reported as serious. The events back pain, joint pain was reported as non-serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: internal # - others = fmc-event-001546. Internal # - others = fmc-case-006274. Sender comment: limited information regarding e.g. Surgery indication, euflexxa therapy dates, concomitant medication, etc. Was available, hence, it is difficult to perform a thorough medical evaluation. However, despite euflexxa's well know safety profile, due to lack of relevant information a causal relationship cannot be ruled out. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Correction 08-nov-2023: case causality (company agent causal) updated from no to yes.